Event description:
Good evening. I had lasik done back in 2016 and have a very bad side effect. I had makeup on the day of the consultation and the doctor said it was okay to perform lasik that same day. He said I just had to go home and remove the makeup. Now I feel stuff in my eye that affects my vision. When I look in the mirror I can see the stuff moving in my eye. I asked the doctor every visit to see what was wrong and he always ignores the problem and says there is nothing wrong, that it is just allergies. Modes to eye center.